Event description:
Two eclipse pumps filled with 0.9% sodium chloride via the fill port, prior to addition of drug, using a repeater pump. Upon removal of the 0.9% sodium chloride tubing from the fill port, the eclipse pumps expelled all their fluid from the fill port, model # e102000, lot # 0202470386.